Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection found the enclosure, front cover, tank cover, line cord, and pole clamp damaged. A functional test was performed by filling the tank with water, attaching temperature check, plugging in line cord, and turning on power switch. The reported problem of broken pole pump was confirmed and determined to be caused by wear and tear. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. (UDI) is unknown. No information is provided to date. Operator of device is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pole knob broke. No patient injury was reported.